Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber expiration date (05/13/2013) has been reached when the fiber was used; the fiber was returned in three pieces, the connector and 2 sections of fiber; the connector does not show signs of damage; the first section is 8 feet ¼ long: one end exhibits melted blue outer sheath; the glass fiber does not extend; the other end exhibits burned blue outer sheath; the glass fiber extends 4 mm from the blue outer sheath; the second section is 2 feet long: one end does not show signs of melting; the glass fiber extends 1mm and is chipped; the other end does not show signs of melting; the glass fiber extends 10mm and is chipped at the tip. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation/user handling.

Event description:
It was reported that during a procedure, the distal end of the fiber was burnt after the 4th use. The procedure was completed using another fiber. Patient outcome ¿okay¿ reported.